Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, infection (local, driveline, and pump pocket), and pericardial fluid collection, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia and infection as potential late postimplant complications. Several sections of the heartmate 3 IFU and patient handbook also provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a history of coronary artery disease (cad) (percutaneous coronary intervention (pci) stents '10), ischemic cardiomyopathy (icm), myocardial infarction ((B)(6) 2018), end stage heart failure new york heart association class IV, ejection fraction of 21-15%. This lead to the patient requiring a left ventricular assist device (lvad) on (B)(6) 2019 as destination therapy due to age. The patient had automatic implantable cardioverter defibrillator (aicd) dual chamber pacing (ddd) shock made by st. Jude in 2012. The patient had ventricular tachycardia/ventricular failure in 2015. The patient required cardioversion on (B)(6) 2019. Post lvad implant the patient developed right apical pneumothorax and small pericardial effusion. The patient had bacteremia streptococcus luteiensis and was on ceftriaxone until (B)(6) 2024.